Manufacturer narrative:
Qn#(B)(4). Clarification was received from the customer regarding the event description. It was reported that "the physician tried to insert swg twice but failed. The third attempt was successful." It was determined that there were only 2 events, since additional information indicates the third event was successful. The MDR for this event should be retracted as there are only 2 events, and they were submitted on the following MDR reports: 3006425876-2021-00926 - 1st event. 3006425876-2021-00925 - 2nd event.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the extension line was leaking during use on a patient. There was no patient harm. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the extension line was leaking during use on a patient. There was no patient harm. The condition of the patient is reported as "fine".